Event description:
In the process of contacting the patient to notify that the device may be nearing end of service, it was discovered that the patient had passed away. Exact date and cause of death are unknown at this time. There is no evidence that the ncp system caused or contributed to the reported event.